Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was recalibrated to address the issue. During the evaluation of the device, an issue related to the device's internal battery was observed. The device's internal battery was replaced to address the issue.